Manufacturer narrative:
The device was returned to the manufacturer for investigation. The device was evaluated, but the alleged error could not be duplicated.

Event description:
During the second lesion of an rf procedure, the device displayed an error message. Troubleshooting efforts were unsuccessful and the procedure was cancelled. There was no adverse consequence reported as a result of this malfunction.